Event description:
The customer contacted beckman coulter, inc. (Bci) to report that their unicel dxc 600i synchron access clinical system obtained an erroneously low calcium (calc) result of 9.8 mg/dl for one pt sample. The erroneous result was reported out of the lab. The physician questioned the result and the sample was sent to a reference lab on other equipment. The re-test result was a calc of 11.3 mg/dl. An amended report was released and the physician accepted the re-test result. There was no change to the pt's treatment because the physician waited for the reference lab results. There were no reports of death or serious injury related to this event. A quality control (qc) was run and it was determined that the calc results were within the lab's established range but were on the low end during this time.

Manufacturer narrative:
Customer performed troubleshooting of the system while on the telephone with bci customer service. Customer discovered a build up on calc electrode. At customer service direction, the customer flushed the flow cell and replaced the calc electrode. The customer stated that the qc results are now running very close to the labs established range. A fresh sample was drawn from the pt in question and the results compared with 0.1 mg/dl against the reference lab results. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for additional reportable events.